Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue (B)(6) 2012 (unspecified time). The reporter did not specify the exact blood glucose result obtained on the subject meter or the result obtained on the prodigy meter (unknown type). The reporter said that the patient manages their diabetes with novolog and lantus insulin (unknown dose). The reporter denied that the patient made any changes to their normal diabetes management due to the alleged issue starting. The reporter claimed that the patient became "sweaty" right after the alleged issue began. However, the reporter denied that the patient received any medical intervention as a result of the alleged issue. At the time of troubleshooting the reporter did not specify if the subject meter was set to the correct unit of measurement. The cca was able to confirm that the patient was using an approved sample site and the correct testing process. The cca documented that a control test was performed during the time of troubleshooting and it allegedly passed. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.